Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to charging difficulties. The device will not be returned. No additional adverse patient effects were reported. Electrocautery was used after implantable pulse generator (ipg) was removed and prior to implanting the new device.